Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode operation. It was noted that one month prior, the estimated remaining battery longevity was 1.5 years. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
Boston scientific cannot confirm whether or not this product has not been returned. Should the device serial number be reported in the future and boston scientific identifies the device has been received, an updated report with the laboratory results will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode operation. It was noted that one month prior, the estimated remaining battery longevity was 1.5 years. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. To date, the serial number of this crt-p has not been reported to boston scientific. As such, we are unable to determine if the device has been returned for analysis. Should additional follow-up information be provided in the future, a supplemental report will be issued.